Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, heavily tortuous posterior descending coronary artery that is 85% stenosed. The patient presented with a history of previous unspecified stent placement in the left anterior descending coronary artery and distal left circumflex coronary artery. On (B)(6) 2025, the 2.75x33mm xience xpedition drug-eluting stent delivery system (sds) was advanced over a bmw guide wire and the stent was successfully deployed. On (B)(6) 2025, the patient experienced chest pain and a myocardial infarction was diagnosed. Balloon angioplasty was performed for treatment and a clinically significant delay was noted. No additional information was provided.